Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pck001 batch number, and no non-conformances were identified. Thirty unopened samples of product code y304h, lot pck001 were received for analysis. The complaint sample was not returned for evaluation. During the visual inspection of samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no pull off suture needle was found, and the tested samples met the finished goods requirements. Additional information was requested and the following was received: how many devices failed during this single procedure? Please clarify. There have been three packs of suture that the needle dis-attached from the suture. Date the event occurred? The event occurred in the past couple of months (I do not have specific dates or patients). Device return status? The product has been returned. Note: events reported via mw # 2210968-2019-90885, 2210968-2019-90886.

Event description:
It was reported that an animal underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture was coming off of the needle. A similar device was used to complete the case. There were no patient consequences.